Manufacturer narrative:
The device was returned to the manufacturer, and is currently being analyzed. The patient recovered and no further issues have been reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 7 months post-implant, it was reported that pump thrombosis was suspected; therefore the pump was explanted. A pump exchange was not performed as the patient had recovered.